Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort and pain at the ipg site as it is rubbing on the patient¿s pant line. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was relocated high up in a new ipg pocket addressing the issue.